Event description:
This notification was opened for review for information received that a remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted an error code present and dust inside the device. The device was scrapped by the service center after the evaluation was completed.